Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump passed the self test, sleep current measurement, active current measurement, and displacement test. No unexpected low battery alarms noted during testing however it was noted in the formatted history, and long trace files. Detailed trace analysis confirmed low battery alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph management tool due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. The pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched overlay, peeling serial number label, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.